Manufacturer narrative:
Corrected device code from false positive result to non reproducible results. (B)(4).

Manufacturer narrative:
A customer from (B)(6) reported a discrepant result of a single patient sample when tested on cobas 6800/8800 sars-cov-2 assay. There was no data or batch lot information provided by the customer for investigation. Based on the limited data available for investigation, evaluation of the provided targets confirms that the CT values are indeed considered late, and close to the limit of detection (lod) of the assay, although sample contamination as the cause of the unexpected positive result cannot be ruled out. Additionally, it is important to take into consideration the differences in technologies of the various methods and assays used for testing. No product problem related to the customer allegation was identified. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from (B)(6) reported a discrepant result of a single patient sample when tested on cobas 6800/8800 sars-cov-2 assay. The customer reported that the hospital received outsourced lab test result of sars-cov-2. The sample initially tested positive for sars-cov-2 target on using the cobas 6800/8800 sars-cov-2 assay. The same sample tested negative twice for the sars-cov-2 target, using the lightmix method and a different method. According to reporter, the CT value of the alleged sample was very low which indicates a low viral load in the sample. It is unknown if the positive or the negative results were released. No harm was alleged. There was no data or batch lot information provided by the customer for investigation. Based on the limited data available for investigation, evaluation of the provided targets confirms that the CT values are indeed considered late, and close to the limit of detection (lod) of the assay, although sample contamination as the cause of the unexpected positive result cannot be ruled out. Additionally, it is important to take into consideration the differences in technologies of the various methods and assays used for testing. No product problem related to the customer allegation was identified.